Event description:
It was reported that the handpiece continued to run on its own prior to a surgical procedure. There was no pt involvement. There has been no reported pt or user injury, and the case was successfully completed as planned with another device.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.